Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The caller had a broken desktop charger (dtc) connector pin. Pt said that the dtc connector pin broke off inside the recharger but that they were able to remove the connector pin from the recharger. An email was sent to repair to replace the desktop charger. When asked for the event date, pt said that they thought they discovered the issue on the 11th when asked for managing hcp, pt said that they didn't have a managing hcp but that they were sent a physicians listing before, so they were working on finding a new doctor.

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6), product type: recharger. H3: analysis of the desktop charger (serial# (B)(6)) found it had a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.